Event description:
Additional information was received that the rbbb resolved without treatment. The patient was discharged the following day.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There was no evidence to suggest the device caused or contributed to a death or serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013298788); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0013251171); product type: 0195-heart valves; implant date; explant date product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-2329 (lot: 0013001648); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0013151967); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, the valve was loaded and fluoroscopy identified a misload to the 4th node, and the valve was not implanted. A new valve was then loaded with a new delivery catheter system (dcs) and loading system and was successfully implanted via right femoral artery access after pre-dilatation with a 24 mm semi-compliant balloon. During deployment, the first deployment to 80% was too deep and the valve was recaptured. The second and final deployment was reported at 11 mm on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc) using cusp overlap view and commissural alignment. The outflow of the valve quickly popped open during deployment, adding additional depth to the valve. Angiography showed mild paravalvular leak, and post-dilation was performed with a 24 mm semi-compliant balloon. Transthoracic echocardiogram reported a post-gradient of 8/17 mmhg with trace paravalvular leak and no aortic insufficiency, and no vascular complications were reported. A new right bundle branch block was observed at the end of the case.

Manufacturer narrative:
Updated: b1, b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, the valve was loaded and fluoroscopy identified a misload to the 4th node, and the valve was not implanted. A new valve was then loaded with a new delivery catheter system (dcs) and loading system and was successfully implanted via right femoral artery access after pre-dilatation with a 24 mm semi-compliant balloon. During deployment, the first deployment to 80% was too deep and the valve was recaptured. The second and final deployment was reported at 11 mm on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc) using cusp overlap view and commissural alignment. The outflow of the valve quickly popped open during deployment, adding additional depth to the valve. Angiography showed mild paravalvular leak, and post-dilation was performed with a 24 mm semi-compliant balloon. Transthoracic echocardiogram reported a post-gradient of 8/17 mmhg with trace paravalvular leak and no aortic insufficiency, and no vascular complications were reported. A new right bundle branch block was observed at the end of the case. Additional information was received that during deployment from 80-100% the outflow of the valve quickly came out of the dcs capsule, likely due to tension in the system. No dislodgement occurred. The rbbb was monitored in recovery.